Event description:
It was reported that this right atrial (ra) lead showed failure to capture when pacing. The ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead showed failure to capture when pacing. The ra lead remains in service. According to the field representative, when the patient was being checked, numerous premature atrial beats were observed and her heart rate was very high, so the field representative had a difficult time running a threshold test and called tech services for support. The impedance and sensing on the ra lead were stable, and the threshold was 0.4v @ 0.4 ms, which is consistent with lead trends. The patient reported no symptoms and the doctor decided to closely monitor her and bring her back in a month for another follow-up checkup. No adverse patient effects were reported.